Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. After puncture, when the catheter was inserted, reverse blood was observed. The product was replaced as directed by the physician, and the event improved. The procedure was successfully completed. The issue was resolved by changing the sheath to another one. There was no patient consequence. Additional information was received indicating the hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. A few drops of blood were lost, but the exact amount is unknown. No medical intervention was required to stop the bleeding.

Manufacturer narrative:
On 4-may-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak occurred. After puncture, when the catheter was inserted, reverse blood was observed. The product was replaced as directed by the physician, and the event improved. The procedure was successfully completed. The issue was resolved by changing the sheath to another one. There was no patient consequence. Device evaluation details: the sheath was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and irrigation evaluation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Visual analysis of the returned sheath revealed that no damage or anomalies were observed. The sheath was flushed with a syringe in order to verify if the hemostatic valve leaked, however, no leakage was observed. A device history record evaluation was performed for the finished sheath batch number, and no internal actions were identified. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without hemostatic valve issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).